Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer reported that insulin was squirting out during manual priming. Blood glucose level at the time of the incident was 246 mg/dl. During troubleshooting, the customer confirmed that the insulin pump's drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.